Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The technical services (ts) consultant confirmed oversensing resulted in the inhibition of pacing, due to the presence of low intrinsic rate. Ts reviewed the device data within engineering tools and found the patient's heart rate was less than 30 bpm at 30 seconds post-shock and the patient was possibly asystolic. The patient's heart rate increased to 45 bpm between 30-45 seconds post-shock, and finally stabilized to 120-130 bpm at 45 seconds post-shock. The field representative confirmed the patient experienced no adverse effects due to the lack of post-shock pacing. No reprogramming of the device was performed.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock. However, no post-shock pacing was delivered, even though it was programmed to do so. A boston scientific technical services consultant reviewed a printout of the episode and agreed that oversensing inhibited the post-shock pacing. No adverse patient effects were reported.